Event description:
Rptr purchased a wheelchair for his wife & discovered that it is unsafe to use on hard surface floors. The office of consumer affairs wrote the co a letter regarding the complaint. A letter in reply fom the co states that they shipped a revised wheel assembly to be used on hard surface floors to replace the current assembly on the consumer's chair.